Event description:
The event occurred on an unknown date involving a spinning spiros® closed male luer, red cap where it was reported that there have been connection issues with the spiros. Customer has samples of failed product, but no lot numbers. There was unknown patient involvement, and unknown human harm. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The complaint of disconnection loose connection on item ch2000s-c can be confirmed based on the photo returned by the customer. However, without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history report (DHR) reviewed couldn't be performed due to lot number for this complaint was unknown.